Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample were provided for evaluation. Upon visual inspection of the returned sample, it was determined that the port of the pod had broken off into the tubing. Evidence of some stress were identified on the part. In review of the event description. It was also identified that the disconnection occurred upon removal of the set from the pump. The photograph provided the same details in which the tubing and pod had become separated. Based on the data from the investigation, the reported defect was unable to be confirmed to be the result of a manufacturing defect although the exact root cause is unable to be determined, it is possible through manipulation upon removal of the device force was applied which could have caused the damage to occur. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: tubing broke into 2 pieces when removing from machine. No injury reported.